Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and insulin flow blocked alarm. Customer's blood glucose value was 32 mg/dl at the time of the incident, most recent blood glucose was 93 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. Customer will return device for analysis.